Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt port did not hold insufflation. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected: corrected from "additional" to "correction", device codes: corrected from "inflation issue 1310" to "improper flow or infusion 2954". Internal complaint # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt port did not hold insufflation. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt port did not hold insufflation. The hospital did not report any patient effects.